Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk error. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was a low leak co2 rebreathing risk error. The customer stated that they had replaced the air inlet and fan filters and was running pre-use tests when the error occurred. The customer verified that they were using a standard v60 circuit and had a whisper swivel in the circuit. The customer was provided with the part information for the flow sensor assembly. The customer did not respond to the rse's attempt follow up for repair status. This investigation is ongoing.